Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing in response to a detected ventricular tachycardia (vt). The vt was accelerated to ventricular fibrillation (vf) and the patient became syncopal.